Manufacturer narrative:
A visual and functional test was carried out on the endoscope. The endoscope shows signs of wear and scratches. The angle cover shows wear marks. The distal tip is deformed, and the vertebrae links are loose from the rivets because of external force. Endoscope housing shows chemical damage. The working shaft is deformed and twisted near the strain relief, and the working shaft is also leaking from the deformed area. After connecting the endoscope to the c-mac z8404 zx monitor (sn: (B)(6)), the camera head did not display a video image. It was detected that the coating of the imager cable was damaged at the same location where the working shaft was damaged. This caused electrical damage to both the imager and the circuit board. The endoscope did not show any signs of liquid damage. The error described by the customer - "shaft kinked, leaky, no image " - could be confirmed. The cause of the image loss is the damaged imager cable. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the laryngoscope shaft was kinked and leaking, and that it provided no image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).